Event description:
"The doctor reported important troubles during the rigid endoscope insertion (olympus) through the sheath. The doctor was used to work with the first version of applied sheaths 4/5 years ago without any problem, but with the updated version axp it seems much more difficult to insert the endoscope. He reported a high internal friction with the risk of injuries to the ureters with the distal edge of the sheath. An external body lithotripsy was performed."

Manufacturer narrative:
Product not returned for evaluation. In the absence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard manufacturing and testing procedures. As a result we are concluding our investigation and closing this incident file. (B)(4). This represents out initial and final report.